Manufacturer narrative:
A philips remote service engineer (rse) verified with the customer the accept button responds as expected when making setting changes and getting into diagnostic mode. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint by the customer reporting the accept button on a v60 ventilator was not responding. The device was not in clinical use when the reported issue occurred. There was no report of patient or user harm.